Event description:
The facility reported a colleague triple channel infusion pump that experienced a silent shutdown (failure to alarm) on all 3 channels while infusing medications on a female pt. According to the hospital rep one of the pump's channels went down with the pressor neosynephrine infusing at a rate of 6ml/hr. The nurse on duty then reprogrammed the infusion on another channel. A short time later, the remaining 2 channels went down. The triple channel pump was initially infusing versed at a rate of 4ml/hr, fentanyl at a rate of 7 ml/hr, and the neosynephrine. The nurse immediately discontinued use of the pump and resumed pressors with another triple channel pump. The hospital rep stated that there was no pt adverse reaction. No add'l info is available at the moment.

Manufacturer narrative:
The device has been requested by baxter, but has not been made available for eval. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available..